Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge for over 2 days. Tandem customer technical support informed customer that the insulin is indicated for use with tandem supplies for 2 days. Customer resolved each event by changing infusion set and cartridge and resuming insulin.